Event description:
Reportable based on device analysis completed on 06may2026. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 72% stenosed target lesion was located in a non-tortuous and severely calcified lesion in the middle of the right coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for treatment but could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications reported, and the patient's status was stable. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 4.00mm x 15mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues and no issues were identified along the entire shaft polymer extrusion. A visual and tactile examination of the shaft identified a stretched inner wire lumen within location of balloon tear. A microscopic examination tip profile and markerbands were found no issues. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. It was reported that this device failed to cross a lesion due to calcification. The inability to cross the lesion site was due to the condition of the anatomy in the vessel being treated. An unreported inner lumen stretching was noted during the returned device analysis is indicative of excessive force being applied to the delivery system and is most likely that this occurred post procedure, during the removal of the guidewire from the device. The device analysis identified an unreported tear in the balloon material. One potential cause is interaction between the device and patient anatomy which may have contributed to the damage.